Event description:
As reported, before use in patient, a swan-ganz pacing catheter was found to have fiber-like material protruding from the catheter tip. Therefore, this catheter was not used for the patient. It is unclear whether a new catheter was used for the patient. There was no allegation of patient injury.

Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.